Event description:
Per clinical review: the team had an incident with the electronic patient gas system (epgs) on the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The perfusionist set up and calibrated the epgs without issue for the procedure. Shortly after the initiation of cpb, he noticed that the setting vs the reading of the epgs fraction of inspired oxygen (fio2) was fluctuating more than expected. He was able to run within an acceptable fio2 during the case and had no issues with the patients partial pressure of oxygen (po2), therefore he did not need to mitigate the concern with another oxygen source. After the procedure he did try to troubleshoot the issue and a 'service gas system' message did appear. This incident did not delay the continuation of the surgical procedure. There was no harm or blood loss due to the occurrence.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
It was determined on 28-apr-2021 that the part returned was related to this complaint. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a lab use only (luo) power supply and luo central control monitor (ccm). The pst observed the ccm reading to drift and be lower than the lab pro external oxygen (o2). The printed circuit (pc) board was removed from the epgs and a luo pc board was installed. The epgs passed release/verification testing. It was determined that the epgs pc board was defective.

Manufacturer narrative:
Per the perfusionist, the epgs settled down by the end of the case. The unit was checked after the case and found to be showing a 'service gas' message.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was having difficulty achieving its set point. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.